Manufacturer narrative:
(B)(4). This occurred during infusion. There was no patient injury or medical intervention associated with this event. Additional information: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Gravity testing and underwater leak testing were performed. The device was found to operate per specification during all performed testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set with clearlink had tubing that was of a different constancy and more pliable than the rest of the line. This was noticed during priming with an unspecified solution. This event was indicative of a potential adverse product interaction between the solution and the tubing. There was no patient involvement. No additional information is available.